Event description:
It was reported that the patient claimed that for several weeks, the device's audible alert had been going off, but the patient did not know it was the device. Interrogation showed that the device experienced an electrical reset. The device was reset to the programmed settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Por (power on reset) for write to locked ram, (B)(4), data=3d, on (B)(6) 2010 08:39:47. 1 - patient alert for por on (B)(6) 2010 08:39:47.